Manufacturer narrative:
Product complaint #(B)(4). Component code: (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for osteolysis under the superior aspect of the acetabulum, consistent with metallosis. Event is serious and is considered moderate. Event is definitely related to device and probably related to procedure. Doi: 10/16/2010. Doe: 01/17/2019. (Right hip) the patient's hip has now been revised, as of (B)(6) 2021, with revision of the head and liner components.